Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was discolored/abnormal additive form. This event occurred 6 times. The following information was provided by the initial reporter and translated to english. The customer stated: "before use, the additive on the wall of the blood collection tube had solidified into spots."

Manufacturer narrative:
Investigation summary: bd received 3 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormlaity with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was discolored/abnormal additive form. This event occurred 6 times. The following information was provided by the initial reporter and translated to english. The customer stated: "before use, the additive on the wall of the blood collection tube had solidified into spots."